Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and a shock for an atrial driven tachycardia. The shock induced a non-sustained ventricular tachycardia (nsvt) that lasted five seconds. Technical services (ts) discussed configurations settings with the health care professional (hcp) and recommended adjustments. This ICD remains in service. No additional adverse patient effects were reported.